Event description:
A caller reported a malfunction on a pump with no notable events occurring prior. There is no information regarding the impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, and the caller successfully performed the reset without recurrence of the malfunction code. The caller was advised to monitor the pump and contact support if any issues reoccurred and chose to load a new cartridge independently to resume insulin administration. Customer may continue to use the pump.